Event description:
Healthcare provider reported a capsular contracture baker grade iii on the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, g.1, h.3, h.6. Device evaluation: the device related to the reported event capsular contracture was received on august 11, 2022, with lot number 2990844. Analysis of the returned device identified the weight the device within specification, crease fold, wear abrasion, deformation, and white particles in the shell. Cloudy and bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
The device has been explanted and replaced.